Event description:
It was reported that the patient's blood glucose level dropped to 20 mg/dl (1.1 mmol/l) while wearing the pod longer than 48 hours and the patient lost consciousness. An ambulance was called and the patient was taken to the hospital. While at the hospital they were intubated and put into an induced coma and received medications to bring the levels up and regain consciousness. The patient was discharged after 9 days. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.